Event description:
While surgeon was locking the 10-lcap device the saddle portion of the cap that holds the rod in place cracked. Cap was replaced and surgery was completed. No adverse affects on the patient or user.